Event description:
This lead was implanted on (B)(6) 2005, and remains implanted up to this date. A call to technical services placed on (B)(6) 2013, indicated that noise was noted on this rv lead. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).